Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #:(B)(4).

Event description:
On (B)(6) 2026, it was reported by dr. (B)(6) that a patient experienced a reaction to a comfort 3d sleep device. The 59 year old, female patient experienced swelling of the face and lips. The patient went to the emergency room after symptoms got severe. The symptoms went away after the patient stopped using the device. The patient does not have any known allergies. The reported device has been returned. Additional information received reported that the symptoms occurred when the patient first used the device and returned when she used the device again. The symptoms went away when the patient stopped using the device. A replacement device has been received but not yet picked up by the patient. The date the patient started and stopped using the device is unknown and it is also unknown how the patient cleaned the device. There is no information regarding the need for medical intervention or the location of where the event occurred.